Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.00 x 48mm synergy xd drug-eluting stent, it was noted that the stent fell off of the balloon. The procedure was completed with a different device and no patient complications were reported.